Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The following fields were updated accordingly: d8, d9, h3 and h6 "type of investigation." The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found that both lock levers and metal clips were detached/missing from the (blue) plastic reprocessor connector. Both lock levers and metal clips were not received for inspection. The connecting tube could not be tested with the oer-elite reprocessor machine due to the missing/detached lock levers and metal clips. There has been no impact to the results of the legal manufacturer investigation based on the device evaluation. The event can be prevented by following the instructions for use which states in "chapter 9 preparation and inspection - 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." In addition, the following non-reportable malfunctions were found during the device evaluation: scratches and nicks were found with the (blue) plastic connector, scratches on the plastic tube outside and scratches and nicks were noted with the metal connector.

Manufacturer narrative:
The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model maj-2110, oer-elite connecting tube broke prematurely. There were no reports of patient harm associated with the event. This is report #2 of 5 due to multiple reports of broken connecting tubes. Reference report patient identifiers (B)(6) for additional reports.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is probable that the connecting tube could not be connected due to detachment of the lock lever by external stress. As a cause of the external stress, we consider that the user applied force in incorrect direction. Olympus will continue to monitor field performance for this device.